Manufacturer narrative:
The manufacturer previously reported incorrect information for section b.4 as 17-nov-2020. The correct date of the report should have been 18-nov-2020.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board and oxygen blender wire harness was replaced to address the issue.